Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Review of the event history log of the device found the following evidence of the reported complaint: pump turned on (B)(6) 2020, error 1720 (B)(6) 2020, and power down (B)(6) 2020. Ran the pump in user mode, and power cycled the device over ten times. The reported customer complaint was unable to be confirmed. There were multiple entries in the log but operation of the pump did not induce any errors.

Event description:
Information was received indicating that a smiths medical pump presented with error 1720 indicating bad back up capacitors. There were no reported adverse events.